Event description:
It was reported that prior to use, a purple/black stain was noted on the sterilization wrap containing this hose. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation findings: the hose was received at conmed linvatec. To date, an investigation is still in process. A follow up report will be filed upon completion of the investigation.